Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a spot inside the syringe. To aid in the investigation, one sample an in opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has a dark colored speck of embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 4290344. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 309653, batch # 4290344. Verbatim: upon compounding an IV product in dose edge, the technician noticed a spot inside of the syringe. She immediately notified me and sent the syringe out of the room.